Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for the device showed the pad-pak was first installed on the (B)(6) 2011 and performed self-tests up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Manual power ups under one minute duration were recorded during this time. An range patient impedance was recorded on 11 occasions and a shock successfully delivered on 5 occasions. These shocks occur on a yearly basis which may suggest the user was bench testing the device. The device records power ups of ten minutes duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.